Event description:
It was reported that patient underwent a proximal interphalangeal joint external fixation procedure on (B)(6) 2014. During the procedure, the surgeon inserted pins into the patient's bone through the fixator and attempted to apply distraction. The distraction rods became loose in the distal body which allowed the distraction rods to rotate and begin to unscrew from the external fixation. The pins and fixed distraction rod were reset and forceps were used to hold the pins in place while distracting.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."